Manufacturer narrative:
(B)(4).

Event description:
A double lumen PICC was removed on (B)(6) 2019 due to leaking at the white end port where the extension line connects to the end hub.

Manufacturer narrative:
(B)(4). The customer returned one two-lumen PICC catheter for evaluation. The catheter contained obvious signs-of-use in the form of biological material and adhesive securement was attached to the extension lines. After failing functional testing, the catheter was microscopically examined. A small separation/hole in the extension line was found adjacent to the luer hub of the proximal line. The total length of the proximal extension line and the extension line inner and outer diameter were measured and all were found to be within specification. This indicates that the wall thickness measured as expected. The returned catheter was functionally tested by occluding the distal end of the catheter and flushing the extension line with a lab inventory syringe. The proximal extension line/hub leaked when pressurized. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The proximal extension line contained a small hole adjacent to the luer hub. Due to a rising trend of extension line/luer hub leaks, a CAPA has been initiated to further investigate this issue. Corrective action has not yet been implemented.

Event description:
A double lumen PICC was removed on (B)(6) 2019 due to leaking at the white end port where the extension line connects to the end hub.